Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was observed that the drive shaft was worn and the sleeve bearings were damaged. It was also noted that the device failed pre-repair diagnostic tests for thimble lock insertion and cutter insertion. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the angle attachment device became unusually warm. It was not reported if the device was used in a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.